Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the peek implant required slight adjustment due to a change of anatomy/calcifications.

Manufacturer narrative:
Additional information: h4, h6 the reported event could not be confirmed as no images or CT-scans were provided. The patient required modifications to a peek implant during surgery on (B)(6) 2025, due to interference with newly calcified bone in the posterior region, likely resulting from prior trauma and incomplete bone resection. The fitting issue was attributed to anatomical changes that occurred after the original planning scan in (B)(6) 2024, and not to any implant design flaw; the device was manufactured to specification, and the surgeon successfully implanted it without complication. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.